Event description:
The reporter stated that he did back to back blood glucose tests, minutes apart, using separate fingersticks. His results were 178, 199 and 154 mg/dl. The reporter stated that he did not have any symptoms. A control solution test result of 134 was in range (99-148).